Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient was could not connect the cap of quick release. It was a new infusion set. However, the patient's blood glucose was normal. No further information available.